Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event. Laser was successfully verified the day before the event. Technical root cause could not be determined as the system is within specifications and works as intended. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported transient light sensitivity in a patient's right eye eleven days post photorefractive keratectomy (prk). This patient has also reported burning, stinging and sensitive eyes. Topical steroid drops were restarted. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, reporter informed light sensitivity is still present. Topical steroid drops were restarted.